Event description:
The facility reported an infusion pump with a failure code 16:310. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event, and no patient injury had been reported. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: evaluation was completed, and the reported condition of the failure code 16:310 was confirmed. Review of the complaint history reveals similar reports have been received for this product, for the reported issue. There is a CAPA, mdq-CAPA, open to document and evaluate this issue.